Manufacturer narrative:
As reported, the capsure fixation device trigger felt loose and did not fixate the fasteners properly. The reported issue is confirmed, as the loose fasteners were received with the device. Evaluation of the returned sample device failed to reproduce the reported deployment issues. The device functioned as intended during simulated use testing, deploying the remaining fasteners with no issues. Why the device failed to fixate in use could not be determined. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic tapp procedure, the capsure device trigger felt loose and did not fixate the fasteners properly. Some fasteners were reportedly placed loosely or dislodged completely, and after multiple trigger pulls, the device became jammed. The loose fasteners were retrieved from the patient¿s body and the procedure was completed using a new capsure device. There was no patient injury.